Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. Based on the available information, it appears the device was able to be successfully deployed. As it was reported that "after the patient was returned to the ward, the puncture site swelled with internal bleeding" it is possible that the anchor had migrated sometime after device deployment. Additionally, it appears that within the 3-4-month time after the event and the anchor being left within the vessel, no issues arose within the patient due to the migrated anchor. The complaint could be confirmed for a detached anchor. The exact root cause could not be determined. The device history record (DHR) review was unable to be performed as the lot number was not available. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the angio-seal device was used after endovascular therapy (evt) via an ipsilateral/antegrade approach. There were no problems with using the device, and the patient was returned to the ward after hemostasis was achieved. However, after the patient was returned to the ward, the puncture site swelled with internal bleeding. It is unclear how many hours later this occurred. A 7 french guiding sheath was inserted to confirm the anchor, and it was found that the anchor was unstably located at the branch between the superficial femoral artery (sfa) and the deep femoral artery (dfa). The anchor was attempted to be removed using forceps and an en snare (merit medical), but the anchor was too slippery to hold and could not be removed from the patient. Hemostasis was achieved by applying manual compression. A follow-up CT scan three to four months after the procedure showed something that looked like the anchor, which had become smaller and was barely visible. No stenosis or occlusion was observed, and the patient had no symptoms. Estimated blood loss was less than 250cc. The physician struggled to remove the anchor and was unable to do so properly, but the procedure was completed because there were no problems with blood flow. The physician believes that the fact that there was no blood flow obstruction at the follow-up examination suggests that the blood had not thrombosed due to slight blood retention at the bifurcation point. The procedure before deploying the device was percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 6 mm. Additional information was received on 09 jun 2025: indicated that the anchor was unstably located at the branch between the sfa and the dfa. The anchor attempted to be removed using forceps and an en snare (merit medical), but it failed. Multiple sticks were not performed to access arterial devices. The posterior wall of the artery was not punctured. The puncture site was not a high stick, above the inguinal ligament, or the inferior epigastric artery. Additional information was received on 13 jun 2025: indicated that there were no complications after the procedure, and the patient's condition was suitable at the four-month follow-up. No disease was present in the access site artery. No additional pull force was used during deployment. Testing was done to locate the anchor (CT scan, angiography, and ultrasound scan). Confirmation is pending on whether the patient is on daily blood-thinning medication and whether the patient had any blood-thinning medication, thrombolytics, or platelet aggregators during the procedure.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided . A3a: sex: requested, not provided . A4: weight: requested, not provided . A5: ethnicity: requested, not provided . A6: race: requested, not provided. D4: lot #: requested, not provided . D4: expiration date: unknown, as the involved lot # was not provided. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . H4: device manufacture date: unknown, as the involved lot # was not provided . The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record.